Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿motor error¿ was duplicated. The device motor has more than 12 million revolutions. Visual inspection found damaged (detached) downstream occlusion (dso) seal. The motor and dso seal were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump displayed a motor error. The product status at the time of the event was prior to infusion. There was no patient involvement, and no harm was reported.